Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture became wrapped around the device was not confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties however the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, suture placement was attempted in the mildly calcified right common femoral artery with a proglide device using the preclose technique. The arteriotomy was 5f. Reportedly, after deploying the device, the suture became wrapped around the device so the sutures were cut and removed. The suture of another proglide device was successfully placed using the preclose technique. The sheath was upsized to 8f for the aaa procedure. The aaa procedure was completed and the successfully pre-placed suture achieved hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the proglide device; however, it is not known if he is established in the preclose technique. No additional information was provided.